Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132 serial #: (B)(4) description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient had no sensation in the leg and could not stand up. The physician decided to go for a surgery to clear out something but physician left the devices in place. Details on what were done during the surgery were not available. The physician believed that the event was procedure related and not device related. The patient was still in the hospital and will move forward for a therapy.

Event description:
A report was received that the patient had no sensation in the leg and could not stand up. The physician decided to go for a surgery to clear out something but physician left the devices in place. Details on what were done during the surgery were not available. The physician believed that the event was procedure related and not device related. The patient was still in the hospital and will move forward for a therapy.

Manufacturer narrative:
Update to the initial MDR in field: additional information was received that following the patient¿s implant procedure, the patient had experienced a procedure related hematoma and the physician performed a laminectomy to clear out space for the hematoma to heal. The patient is doing better and is using a walker.